Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed an error message indicating that the device was in 'fallback mode'. The device was explanted and replaced without incident.